Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 1713747-2013-00317.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Dialyzer leak discovered early in treatment. The leak was visually observed. Blood test strips were used and they tested negative. Estimated blood loss was 250 - 300cc's. Patient had no adverse effects. Sample is not available; sample was discarded.